Event description:
Major pump unit(s) involved: device thrombosis.additional text: (B)(4).specific component(s) involved: pump drive unit malfunction.additional text: thrombus.other component:causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of pump.implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: pump drive unit malfunction